Event description:
The user alleges blood passed rapidly through the filterpro and the nurse got blood in their face and their eyes. When they inspected the filterpro they noticed the lack of the blue part integrated in the filter. Nurse is receiving testing due to blood exposure, however, no seroconversion reported.